Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving an aa33 (compromised force sensor system) alarm during attempted rewind, with no significant events having occurred beforehand. The customer was advised to discontinue use of the device and to revert to a backup plan until a replacement device arrived. The customer's reported blood glucose value was 96 mg/dl. No further information was provided.